Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros eciq immunodiagnostic system. Investigation found no evidence to indicate the vitros eciq immunodiagnostics system had malfunctioned. Root cause could not be determined however, the possibility that inappropriate pre-analytical sample processing had contributed to the result could not be ruled out entirely, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. In addition, the investigation could not rule out a reagent issue as a contributing factor.

Event description:
The customer obtained a non reproducible and higher than expected vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. Vitros troponin I es result of 9.1 ng/ml vs. Re-test results of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. The higher than expected vitros tropi es patient result was reported outside of the laboratory; however, a corrected report was issued. No allegations of patient harm were made as a result of the event. (B)(4).